Event description:
It was reported that this pacemaker and a non boston scientific right ventricular (rv) lead exhibited a lead safety switch due to impedance measurements of greater than 2000 ohms. There was no noise noted on the electrograms (egms). The device was reprogrammed back to bipolar configuration and impedances were within normal limits. Patient isometrics were performed and no noise or impedance changes were observed. The device was reprogrammed. No adverse patient effects were reported. The device remains in service.

Event description:
This report is being filed to update evaluation coding.